Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was returned. Visual evaluation of the head identified the following: there was no sign of wear or damage. Product identifiers were measured and found to be conforming to print specifications where measured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the head. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03495. 0001822565 - 2020 - 03494.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient dislocated and underwent a closed reduction. The sales rep reasonably assumes a disassociation occurred at the time of the closed reduction of the dislocation. Ultimately, it was found that the stem had to be revised to gain anteversion for stability. Attempts have been made and additional information on the reported event is unavailable at this time.